Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2025, the patient underwent osteosynthesis surgery for trochanteric femoral fracture. During mixing the cement for augmentation of tfna, the monomer liquid was splashed into the eyes of a resident because the attachment of the syringe kit was weak. The resident rinsed their eyes right away with water for more than five minutes, and there were no big issues. While rinsing them off, the agency representative contacted the sales rep, and confirmed the situation and asked the marketing project manager for instructions on how to take care of it. The project manager forwarded the first aid information to the sales rep, who then disclosed it to the surgeon. Apparently, the resident had been wearing contact lenses, but they were removed immediately when the splash occurred and rinsed with running water, so there was no inflammation. An ophthalmologic examination was also conducted and there was no problem. The surgery was completed successfully with no delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.